Event description:
The device was programmed to deliver 124.8 ml of tpn and lipids to a patient at a rate of 5 ml/hr. The nurse reported that the pump alarmed 25 minutes after the infusion was started. When the nurse checked the pump the rate was at 505 ml/he. No patient injury was reported.